Manufacturer narrative:
The report that the syringe pump turned off during an infusion was confirmed in the pcu event log. The pcu event log shows that syringe module s/n (B)(4) was channeled off by a user at 11:17 am on (B)(6) 2019 and was not ¿turned off¿ due to a battery issue and the system was on ac power when the device was channeled off. The pcu event log also shows the system was toggled back and forth between ac and dc and shows the pcu alarming for battery low and battery very low alarms. Test results: n/a, log review only. The root cause was identified as due to the user channeling the device off. Race - african american.

Event description:
It was reported that upon a safety check on (B)(6) 2019 at approximately 1945, the syringe pump with a ketamine infusion was noted to be turned off. Ketamine 200mg/100ml was programmed to begin (B)(6) 2019 at 1803 and programmed to infuse at 2.69ml/hr . The patient did not require any additional pain medication after not receiving the ketamine for an unspecified number of hours as the pain level did not increase. A new dose of ketamine was requested from pharmacy and hung upon receipt. It was also reported that the device was not plugged into the power wall outlet and the staff was unsure how long the device was removed from the power source, as the patient was getting up independently to use the bathroom and the device could have become disconnected. The staff did not notice any alarm prior to the device powering off. It was reported that upon a safety check on (B)(6) 2019 at approximately 1945, the syringe pump with a ketamine infusion was noted to be turned off. Ketamine 200mg/100ml was programmed to begin (B)(6) 2019 at 1803 and programmed to infuse at 2.69ml/hr . The patient did not require any additional pain medication after not receiving the ketamine for an unspecified number of hours as the pain level did not increase. A new dose of ketamine was requested from pharmacy and hung upon receipt. It was also reported that the device was not plugged into the power wall outlet and the staff was unsure how long the device was removed from the power source, as the patient was getting up independently to use the bathroom and the device could have become disconnected. The staff did not notice any alarm prior to the device powering off. There was no patient harm.